Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was dislodgment of both the atrial and ventricular leads. The leads were repositioned and remain use. No further patient complications were reported as a result of this event.